Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient's hip arthroplasty was revised due to dislocation.

Manufacturer narrative:
Review of identified device history records showed no manufacturing issues. Product was not returned so no product evaluation could be conducted. This device is used for treatment. Devices were determined to be compatible. Complaint history review did not indicate any trends. Risk assessment did not identify any new risks. Medical records did not identify any operative issues. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.